Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2015. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2016.

Event description:
It was reported by an attorney that the patient underwent a ventral hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent an incisional hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent an incisional hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2015 and (B)(6) 2016. It was reported that the patient experienced pain, nausea, diarrhea, chills, inflammation and other undisclosed adverse events. Other procedures are captured under separate files. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 04/16/2023. Additional information: a2, d4. Additional b5 narrative: it was reported that the patient experienced mesh infection, small bowel obstruction and small amount of fluid.